Event description:
I had a right total hip replacement on (B)(6)2008. It received the depuy total hip system pinnacle 100 acetabular cup sz mm58. Prior to surgery, I had right hip pain with difficulty getting around. After surgery, the pain went away, but then in the (B)(6) of 2011, I experienced right hip pain again and my doctor did a right hip aspiration on (B)(6) 2011, which showed elevated chromium and cobalt blood levels, which caused deterioration of the joint. I had to have a revision of my right total hip replacement on (B)(6) 2011 requiring add'l hospitalization. Therapy dates: (B)(6) 2011 - (B)(6) 2012. Reason for use; right hip osteoarthrosis.